Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms on the system controller (serial number: (B)(6) was confirmed via log file analysis. Data from the submitted log files was reviewed on the reported event dates of 11jan2025 ¿ 12jan2025 and showed a driveline power fault alarm activating on 11jan2026, due to the power b signal dropping below the alarm threshold. The log files showed the controller exchange on (B)(6) 2025, and the driveline power fault alarm did not reactivate in the data reviewed. The driveline power fault alarms did not prevent the pump from operating as intended, and the controllers were able to support the system as intended while the driveline was connected. The system controller returned for analysis and passed all functional testing without issue. The returned modular cable and system controller were connected to a mock circulatory loop and ran for an extended period of time without issue or alarm. The driveline power fault alarm was not able to be reproduced throughout testing. Provided information indicated that there was superficial damage to the pump cable, which may have contributed to the observed alarms. The root cause of the driveline power fault alarms was not able to be determined via this analysis. The device history records were reviewed and found no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbooks caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline or system controller power cables, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline and system controller power cables daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline or system controller is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline and system controller power cables in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had driveline faults alarms. Log files captured driveline power fault events from 11jan2026 at 1459 and continued for the rest of the log file. Log files were attached for review and confirmed driveline power b faults alarms on (B)(6) 2026. It was suggested to exchange the modular cable and system controller to attempt to resolve the alarms. This alarm had not interfered with pump operation. The modular cable and system controller were exchanged which resolved the driveline power faults. No debris or corrosion was noted inside the modular cable or primary drivelines when disconnected. The modular cable the patient had no damage or tearing and the controller had no visible damage. The patient was actively listed for transplant. The patient had the same system controllers since implant. Log file from system controller, (B)(6), showed the patient was connected to this system controller on (B)(6) 2026 at 14:04:19. The data collected after the patient was placed on this controller showed the driveline power fault alarm did not return. It was recommended to replace the backup controller, (B)(6). The new system controller was dispensed as the patient's new backup controller. There was no corrosion or dust inside either connection. A cleaning utilizing compressed air was not needed. The images of the connections were exactly as they were when they were removed. The modular cable and the controller was plugged into a demo pump for an hour straight. There were no alarms besides low battery due to their own demo battery having low power. There was no recurrence of driveline power fault or other driveline issues. No cause of the driveline power faults was identified. The site planned to further investigate the etiology of the alarm that occurred with x-ray imaging given the suspicion that the problem may be related to the primary driveline, which had a known tear, since it was unable to reproduce the issue during testing with the returned controller and modular cable.